Event description:
It was reported the patient has recently been experiencing more frequent generalized tonic-clonic seizures. A seizure also lasted up to 5 minutes. Battery is only at 25%. Patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Correction - adverse event should have been reported in initial MDR instead of product problem. Outcomes attributed to adverse event - correction - required intervention was not checked in initial MDR.

Event description:
Patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received.